Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 214 mg/dl and that the pump was not receiving sensor readings due to a faulty sensor; troubleshooting and education were completed, bg questionnaires were taken, and the plan was to replace the sensor and allow a warmup period to restore readings and confirm a downward trend. Symptoms included elevated blood glucose. Outcomes included no reported long-term impact beyond transient hyperglycemia. Investigation included user interview and troubleshooting focused on sensor performance and pump data acquisition. Investigation of this case revealed a suspected sensor malfunction preventing glucose data transmission to the pump, consistent with a device component issue involving the glucose sensor and an associated device communication problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.